Event description:
A patient reported on (B)(6) 2016 stating that it never really worked for them, and they would like to have it removed because the battery was depleted. The patient thought it was due to normal battery depletion. They wanted to have the spinal cord stimulator (scs) removed and asked for a list of health care providers (hcp) who could perform the explant. The indication for use was lumbar radiculopathy.

Event description:
Additional information was received from the consumer. It was reported that the patient never had good therapy and wanted to know if his implant needed to be removed.

Event description:
Additional information was received from the patient that reported that the device worked perfectly when it was first installed. After a previously reported revision surgery, the device never did work right again. The patient reported it was an amazing disappointment and after a while it just wasn't worth even charging it. If not placed on top of the sciatic nerve, it is certainly too close to it. The patient just wanted it gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.